Event description:
It was reported, that during a da vinci-assisted prostatectomy surgical procedure. The system received a arm disabled message while trying to dock. Customer stated, they had a message to disable arm 2 with a 319 error. Customer stated, they had done a power cycle before calling in, and the error returned. Technical support engineer (tse) walked the customer through a hard power cycle on the system, and the 319 error returned on arm 2. Tse viewed logs, and saw a 319 node 186 on acc, on universal surgical manipulator (usm) 2 not present. Customer wanted to proceed with the system as a 3-arm system. Tse walked the customer through disabling arm 2. And moving it out of the way, so they can proceed using arms 1-3-4. Customer was able to disable arm 2, and get instruments installed. And is proceeding with the case. Customer has another da vinci system and may bring in the patient side cart from this system to complete cases for the rest of the day. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the ports were placed already on the patient. They proceeded with a 3 arm set up. Once the surgeon got to a point that they could pause. They undocked the system and brought in another patient side cart (psc). The new psc was hooked up and the surgeon proceeded with the case. The procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting, arm disabled message while trying to dock. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine, the contribution of the device to the customer reported issue. This complaint is being reported, based on the following conclusion: the customer converted to another dv system after the start of the procedure, due to arm 2 being disabled. While there was no harm or injury to the patient. System unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur. As it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported failure was confirmed. The unit was tested on an in-house system and failed normal mode as it triggered 319 errors on the rolling loop. The inspection found the rolling loop tangled and damaged causing friction on the insertion. The unit was also tested on the testing platform and it failed check all boards, fiber test, friction test, and weight test on the insertion rolling loop. The unit passed direction test, lissajous test, cva characterization, sensors check, sine cycle, carriage friction test, advanced brake test, carriage strength test, and carriage switches test. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.